Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. The unit was visually inspected an noted that the gauge needle was reading at 2atm. A functional test of the complaint device was carried out using a bsc stopcock. The device locking mechanism test noted that the needle would show an increase in pressure; but when pressure was released, the needle returned to 2atm. The device also failed the gauge accuracy test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the gauge reading inaccuracy issue occurred.. During unpacking, it was noted that the gauge needle was reading at 2atm. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.